Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The complainant reported that during impella cp support, a large hematoma formed and spread to the thigh. The patient also did not have palpable foot pulse, and multiple suction alarms were noted. Volume was administered. The patient ultimately ended up expiring due to multi-organ failure.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the limb ischemia - irreversible issues and the unrelated death has been completed since the original report was submitted. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. As all the necessary information and returned product were not provided, the root cause of the limb ischemia was not determined. The death was confirmed by the physician to be unrelated to the impella device. B5, d6a, d6b.

Event description:
There is not enough information to associate use of device with outcome.